Event description:
The issue reported involved a cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, attempted several troubleshooting steps, including removing the case and cleaning the pneumatic tap area, but these efforts were unsuccessful. Ultimately, the customer decided to switch to a new pump, as the current pump was out of warranty.